Event description:
It is reported that the pt experienced pain and dislocation.

Manufacturer narrative:
Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. However, a definitive root cause cannot be determined with the info provided. The mfg records were reviewed and found to be conforming indicating that the devices were mfg, inspected, and packaged to spec.